Event description:
It was reported that when they are advancing the silicone lens in the aqcartridge-fp the tip is cracking causing the lens to tear. There was no patient injury reported.

Manufacturer narrative:
Eval codes: method - lot number search. Results: other - a visual inspection of the returned product shows no visible damage to the cartridge. It should be noted that the injector and lens was not returned for evaluation. A lot number search was performed for similar complaints within the search, and no similar complaints were found. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.